Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture. This led to impedance measurements being out-of-range with over 3000 ohms and loss of capture (loc) at max output. A new lead was implanted. No additional adverse patient effects were reported.